Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted (B)(6) 2012. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, there were no slings previously implanted or explanted from the patient. The patient followed-up with the physician post-procedure in (B)(6) 2012. The patient was doing well. During a follow-up visit in (B)(6) 2012, the patient presented urinary urgency and a yeast infection. The physician prescribed medications for both the urgency and infection. The type and dosage of the medications prescribed are unknown. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.